Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were functionally evaluated for draw volume testing and all were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode low/no draw. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: when the nurse followed the doctor's instructions to collect blood from the patient, she found that the blood collection needle was inserted into the blood collection tube and no blood flowed in. She suspected that the blood collection tube had no negative pressure and immediately replaced it with a new blood collection tube. The blood collection was normal.